Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the device diagnostic log indicated a depleted backup battery (diagnostic code 5). The manufacturer's field service engineer reported there was no patient involvement.